Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call issue with the infusion set. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the infusion set would not stay in place and used tape to hold it in place. Customer also reported to have experienced a high blood glucose of 456 mg/dl last (B)(6) 2017 and treated with manual injection. No high blood glucose troubleshooting was performed. The customer was advised that a replacement infusion set and reservoir will be sent and is expected to return for analysis. Insulin pump is not returning.